Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 is leaking.

Manufacturer narrative:
D4 UDI is unknown, no product information has been provided to date. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damage to water tank cover, line cord, and pole clamp. Filled reservoir with water, attached temp check to hotline, plugged in line cord, and turned on power switch to perform safety/electrical test. The technician confirmed the reported problem. The root cause of the reported issue was found to be leakage from water tank cover. The technician replaced water tank cover. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.